Manufacturer narrative:
B3 is unknown. One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed and found that the dso seal is starting to rupture, and a remote dose cord pin is stuck in the remote dose connector. Functional test was performed and found that the remote dose cord won't slide all the way into the remote dose connector. Preventive service and secondary repairs were performed. Could not replicate reported issue.

Event description:
Information was received from reporter indicating "tighten roll bar brake." It is unknown if there was patient involvement.